Manufacturer narrative:
Concomitant product(s): a 5076-52 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was lead warning on the right ventricular (rv) lead due to low impedance. There was also high threshold. The lead remains in use. No patient complications have been reported as a result of this event.